Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps saying, "upstream occlusion. Clear occlusion between pump and reservoir." There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged aild, cracked battery compartment, cracked lcd lens and cracked dso seal. The door latch was also found to be difficult to open. A review of the event history log found two instances of "high alarm displayed: upstream occlusion." During the functional testing, the customer reported problem was able to be confirmed. The probable cause of the issues was found to be a faulty dso. The dso sensor and bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.